Event description:
It was reported to philips that the system was unable to deliver rays due to a faulty power supply on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the power supply (ps ui_coll_ID_unit) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).